Event description:
A non-healthcare professional reported following an intraocular lens (iol) implant procedure, the patient experienced blurry vision nine months ago and revisited the surgeon who did the procedure back in 2001 ¿ 2002 and was then referred to (B)(6)consultants. Latest consultation was on (B)(6) 2023. Lens is opacified. Lens transfer/exchange to be commenced.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).